Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that during a routine office visit, the physician noted high right ventricular lead threshold. A chest x-ray noted the lead had dislodged. During the revision procedure, the helix would not retract. The lead was removed with gentle pressure and tension, but the helix appeared "bent." The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.